Event description:
Arrest occurred in an area with very infrequent cardiac arrests. Pt had hamorrhage, breathing ceased, staff commenced bagging the pt via their tracheostomy. Pt was then determined to be pulseless. Lifepak 12 turned on, pads put into places as per visual cues on pads. Advisory mode activated and machine interpreted rhythm as a fatal rhythm, instructing staff to shock. Pulse oximeter probe in situ and with the occasional intermittent pulse read out on oximeter lifepak 12 advisory mode commands. Following the reported event, the hosp trauma specialist team reviewed the code summary report from the device and concluded that the pt's rhythm was not a fatal rhythm and a shock should not have been advised by the device. The pt survived the event and was transferred to ICU. Currently, the pt is still in the ICU, 2 weeks post event.